Event description:
During patient treatment with the 3100a, operators reported that the displayed mean airway pressure suddenly went down, and the driver stopped running with alarms activated. The driver could not be restarted and the patient was placed on another 3100a without compromise.